Event description:
The manufacturer received information alleging a burning sensation to the pt's nose and lungs occurred while using a bipap s/t. The pt refused to provide information regarding if medical intervention was required. The device has not been returned to the manufacturer for evaluation. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.